Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g6, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since cracks and dents were confirmed on the scope connector, it is possible that moisture entered due to the crack in the scope connector, causing water to adhere to the printed circuit board of the scope connector. This likely resulted in continuity abnormality and triggered the error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a focus error. The issue was found during a diagnostic cloning procedure that was completed with the same device. There were no reports of patient harm.